Event description:
Update 10/21/2013 - patient has been revised to address pain. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient suffered pain and suffering, swelling, bone loss, tissue damage, metallosis, permanent disability, and loss of the ability to function usually and normally as a result of the implantation with the asr hip implant.

Manufacturer narrative:
Depuy still considers this investigaton closed.